Event description:
It was reported that air bubbles were observed in the infusion set cannula. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.